Event description:
The physician reported when using the right catheter in tortuous anatomy, the catheter kinked and eventually broke inside of the pt. The broken section was retrieved. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The catheter was separated in two sections approx 36cm from distal end of the strain relief. A review of the device history record did not reveal any exception documents. The end of the catheter had been twisted to the point of closing the inner diameter. The lab manager reported the pt had tortuous anatomy and the physician was aggressively torquing the device to cannulate the right coronary artery. The returned section of catheter shows evidence of excessive torquing which resulted in the catheter twisting apart into two pieces. Evaluation codes: method: other, device history record was reviewed. Results: catheter.